Event description:
It was reported that this pacemaker recorded episodes where atrial loss of capture was suspected. Also, the atrial automatic threshold test has been detected as greater than programmed amplitude or suspended with four consecutive days of failed test. The pacing threshold was high. There were failure codes due to fusion events recorded. An in-office check was recommended to determine the specific reason for the observed behavior. Many manual thresholds were run, and capture was confirmed using a 12 lead electrogram. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.